Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The screw on the IV pole was tightened. The IV pole was verified to be operating per manufacturer specification. No other functional or safety issues were found. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. The customer stated that the IV pole collar had been installed on the device at the time the issue was noticed. The service representative verified fa 30 was performed for at the time of the service. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information. Corrected information is provided. Root cause: the root cause of this failure was a loose screw on the IV pole button.